Manufacturer narrative:
The act and esc buttons responded intermittently due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of unresponsive keypad. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.